Event description:
It was reported that the customer's insulin pump kept notifying the customer that there was no reservoir. The customer explained that she would fill the reservoir that would then leak. The customer's blood glucose was 274 mg/dl. Troubleshooting was done. The customer stated that she would treat her high blood glucose with a manual injection. The customer stated that the type of fluid from the insulin pump was insulin from the reservoir. The customer expressed that it was misty inside the reservoir compartment. The insulin pump passed the self test. There were only instances of low reservoirs and no reservoir alarms in the alarm history of the insulin pump. Advised that a replacement insulin pump would be sent due to the moisture exposure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.